Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter it states the patient feels their jaw is having issues and they have a 100 mm overjet. Patient was advised to stop treatment and immediately and see and orthodontist specialist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.